Event description:
Patient called in 2002 alleging their surestep meter was not powering on. Two days ago, patient left the water running in the bathroom & the sink overflowed. Patient's meter was stored in the cabinet beneath the sink and was covered with water. Patient was feeling extremely bad thursday morning (the next day) with symptoms of extreme dryness in their mouth to where the patient couldn't swallow, groggness and extreme thirst. Patient's spouse took the patient to the hospital where the physician stated that the patient was reading very high and was submitted into the hospital for 1 night. They gave the patient insulin to bring their levels down as well as fluids to help control their levels. Patient was released on friday. No further information has been reported.